Manufacturer narrative:
(B)(4). Batch # p57t45. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the cr40g reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. No functional test was performed due to the condition of the reload. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. It should be noted that as part of our quality process al devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number p57t45, and no non-conformances were identified. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date.

Event description:
It was reported that during a colectomy, reloading the device contour does not trigger. The surgery was delayed by 20-minutes. A new device was opened. No fragments were generated. There were no patient consequences.